Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73h1500436 investigations did not show issues related to the complaint. The device is reportedly unavailable for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: attempted to load the applier as the clip was moving into the jaws of the applier the third point of contact and the lower jaw seemed to kink the clip and keep it from closing or locking. The patient's condition was reported as fine.